Event description:
It was reported that the device received an alarm - error code message. The device failed patient pressure test (ppt) during preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received but the investigation is still pending.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. Inspection: this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer due to check IV set error. Replaced broken ail sensor chips, and damaged bottom rear case. Replaced corroded right & left iui(inter-unit interface). Root cause: based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. Device history review: a review of the device history record showed the device had a manufacture date of 14 nov 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The device failed patient pressure test (ppt) during preventive maintenance. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The device failed patient pressure test (ppt) during preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The device failed patient pressure test (ppt) during preventive maintenance. No additional information was provided. There was no patient involvement.